Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was implanted without issues. A mitraclip xt was then inserted and deployed on the mitral valve. However, during deployment, the clip popped open to roughly 30-50 degrees. The clip was closed tightly, and deployment was continued. It was noted that clip remained stable on the leaflets. The procedure was completed with two implanted clips, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.